Event description:
The customer reported that the boost is too high and needs to be adjusted.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep adjusted the boost mode from 26 r/min to 18 r/min. We tested the system and verified operation of the system.